Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a receiver that ceased to function. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver would not charge or boot. The receiver was opened and passed. The receiver download was unable to be retrieved. The customer's complaint of the device ceased to function was undetermined. A probable cause could not be determined via product.